Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was the need for recalibration of the downstream occlusion (dso) seal. Dso and uso calibrations were performed, along with preventive maintenance (pm). The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited low downstream occlusion pressure. There was unknown patient involvement, no patient injury was reported. There was no patient involvement, no patient injury was reported.